Event description:
It was reported that patient with a calcified mesenteric mass underwent a laparoscopic colon and mass resection. The operation report indicates that the ¿staple line was intact with no evidence of bleeding or a leak.¿ the patient underwent an exploratory laparotomy with diverting ileostomy due to an enteric leak from transverse colon. The ileostomy was reversed.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2024. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.